Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received a battery out limit alarm and an off no power alarm. His blood glucose was unknown. Troubleshooting was performed for the battery out limit alarm and the alarm was cleared. During troubleshooting for the off no power alarm, the customer did not receive a low battery alert prior to the off no power alarm. He could not confirm if there were any unattended alarms because he said that he lost the pump for a while and the pump died. The issue was not resolved. The pump will not be returning for analysis.